Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The date of manufacture was not available at the time of filing. The distributor performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was not delivering the correct tidal volume during case. There was no report of patient injury.